Event description:
A user facility biomedical technician (biomed) reported that the ultrafiltration (uf) goal and treatment time changed on a fresenius 2008t hemodialysis (hd) machine after the initiation of the patient's treatment. Upon follow up, the registered nurse (rn) stated that the ultrafiltration (uf) was turned off @ 680 (units unknown) for about 10 minutes during treatment and when attempting to turn it back on, the rn noticed that the uf value changed from 680 to the default value of 70. The uf was turned off at all during treatment. The rn confirmed that the up/down arrows were used to manually adjust the uf goal and treatment time. The patient was not able to successfully complete treatment due to ¿unrelated reasons¿, and the correct amount of fluid was not removed from the patient at the end of treatment. The uf was not met. The patient¿s pre and post weights were as expected and the same scale was used for both readings. The patient did not eat or drink at all during treatment and no additional fluids were provided to the patient, other than the feeds provided to the patient. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient did not have any complaints or symptoms related to the reported event and no additional treatments were required. Per the rn, the machine has not been returned to service and no parts were replaced or machine repairs made.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported that the ultrafiltration (uf) goal and treatment time changed on a fresenius 2008t hemodialysis (hd) machine after the initiation of the patient's treatment. Upon follow up, the registered nurse (rn) stated that the ultrafiltration (uf) was turned off @ 680 (units unknown) for about 10 minutes during treatment and when attempting to turn it back on, the rn noticed that the uf value changed from 680 to the default value of 70. The uf was turned off at all during treatment. The rn confirmed that the up/down arrows were used to manually adjust the uf goal and treatment time. The patient was not able to successfully complete treatment due to ¿unrelated reasons¿, and the correct amount of fluid was not removed from the patient at the end of treatment. The uf was not met. The patient¿s pre and post weights were as expected and the same scale was used for both readings. The patient did not eat or drink at all during treatment and no additional fluids were provided to the patient, other than the feeds provided to the patient. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient did not have any complaints or symptoms related to the reported event and no additional treatments were required. Per the rn, the machine has not been returned to service and no parts were replaced or machine repairs made.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.